Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03850. Related manufacturer reference number: 2017865-2020-03851. It was reported that the patient presented to clinic for a small wound that would not heal near the device insertion site. Cultures from the drainage at the site were positive for staph aureus. The pacemaker, right ventricular lead, and right atrial lead were explanted due to the pocket infection. A temporary pacemaker was placed. The patient was asymptomatic aside from the infection.